Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high shock impedance alert. Patient lead is on advisory. The device remains in service. No adverse patient effects were reported.